Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model: 694765, lead; implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the patients left ventricular (lv) lead had dislodged and exhibited no capture, and high thresholds. A lead revision was completed and remains in use. No patient complications have been reported as a result of this event.